Event description:
It was reported that the patient developed an infection and the system was removed. It was also reported that the patient had t-wave oversensing and when attempting to remove the right ventricular lead the helix would not retract. The patient has undergone four surgeries due to the infection since the implant of the system. All cultures have come back negative and the most recent culture is pending. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism. Visual analysis indicated explant damage.